Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse replaced the oil mist filter misting oil and the vacuum pump oil level very low. He replaced the mist filter and the converter, and topped off the oil level. He tested system operation and certified the system. The fse ran an empty chamber cycle and the system met all specifications. This issue is being addressed with a customer letter, related to correction & removal.

Event description:
The customer initially reported state time out. While onsite repairing the unit, the asp field service engineer (fse) found oil mist coming from the unit. The customer state that there were no physical complaints reported. The fse repaired the unit.